Event description:
Additional information received indicated that the device was difficult to inflate due to device functionality.

Manufacturer narrative:
A titan touch pump was returned for evaluation. Microscopic examination and testing of the returned component revealed surface abrasion on all pump tubing. No functional abnormalities were noted with the pump. The information received indicated there was difficulty inflating the device due to device functionality, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was difficulty inflating the device. The pump was replaced.